Event description:
It was reported that the ventricular lead exhibited noise and oversensing which caused pacing inhibition. The lead was capped and replaced successfully. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.